Event description:
On (B)(6), 2010, a doctor reported that restorations that had been placed with simile dental composite had to be redone. This is the second of five reports.

Manufacturer narrative:
The doctor reported that restorations that had been placed with simile dental composite had to be redone. The doctor stated the patient's bruxism may have contributed to this incident. The doctor identified two different shades of simile. He did not, however, specify which shade was used on the patient. In addition, the doctor did not return the products; therefore retain samples were evaluated for barcol hardness. Because both samples meet product specifications, it has been concluded that this incident occurred as a result of a user or technique-related problem. Because there have been no other incidents or complaints of this nature associated with these product lots, this incident appears to be an isolated incident. (B)(4). A retain sample was evaluated.